Manufacturer narrative:
The device was evaluated by olympus and the evaluation found an image problem. The e226 error occurs intermittently when the camera head connector is moved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head experienced error scope communication error (e226). The issue was found during preparation for use for a diagnostic procedure. The patient completed the procedure using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction added to the field: g2(remove heatlh professional), d9(date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During inspection, olympus confirmed the reported event. Additionally, non-reportable event was found: cable is twisted. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the phenomenon e226 error, occurred due to cable failure, which was found twisted. About cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomena can be prevented by the description. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.